Event description:
It was stated that the customer was hospitalized with blood glucose levels greater than 300 mg/dl, nausea and vomiting. It was stated that the unit was put back on him at the hospital, and his blood glucose went back up, and the unit alarmed no delivery. It was stated that his blood glucose could only be controlled with an IV drip. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The infusion set was removed, and the cannula was slightly bent. Found that the customer was lean. Advised that the silhouette infusion set may be better for him since he is lean. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.